Event description:
It was reported that during the implant attempt, the physician had difficulty with the right ventricular pace/sense setscrew. The setscrew appeared to be tight, but the lead was easy to tug out of the header. Also, the left ventricular threshold was high after the lead was placed into the header. Retesting all the lead with the analyzer revealed normal impedances. The device was not used and a new device was implanted. All lead impedance measurements were within normal limits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4194 lead, implanted 2010 (B)(6); 6947 lead, implanted 2010 (B)(6); event summary - the device was returned and analyzed and no anomalies were found. (B)(4).